Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Report source other: (B)(6) database.

Event description:
Per (B)(6) database: the hospital reported a large leak preventing ventilation. There was no report of patient involvement.